Event description:
User facility reported a patient was hospitalized following a successful novasure (ns) ablation in late 2008, for "end stage renal failure complications". The patient's white blood cell (wbc) count was 20,000 and her temperature was elevated. The patient was diagnosed with an escherichia coli infection. During follow-up twenty days later, the physician reported the patient received a 10 day course of ancef (cefazolin sodium), prior to the ns procedure. The patient was admitted 2 days post ns and escherichia coli was seen on blood culture. Treatment included the antibiotic primaxin (imipenem and cilastatin sodium). The hospital discharge date is unknown. During follow-up with the physician in early 2009, he reported "the patient continues to do well."

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller as identification numbers were not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) under other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis.